Event description:
Healthcare professional reported "deflation" and "exchange from textured to smooth due to the patients concern of the product". Later healthcare professional reported "hole non-specific". This record is for the right side. Device was explanted, replaced and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: observed an opening through microscopic inspection assessed as fold flaw opening and an opening on the device with the following through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. Anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.